Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: march 2021 (the date article was published). Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: n/a (not applicable). Unknown, information not provided. If explanted; give date: n/a (not applicable). Unknown, information not provided. Manufacturer telephone number: (B)(4). The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4) denny, m., chu, f., cheung, a., holland, e. (2021). Comparison of glaucoma drainage device versus transscleral cyclophotocoagulation for secondary glaucoma following ocular surface stem cell transplantation. Journal of glaucoma 30(3), pp. E119-e122. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: comparison of glaucoma drainage device versus transscleral cyclophotocoagulation for secondary glaucoma following ocular surface stem cell transplantation. A retrospective chart review was done to compare the surgical and ocular surface outcomes in patients requiring glaucoma surgery (glaucoma drainage device implant versus transscleral cyclophotocoagulation/cpc) after ocular surface stem cell transplantation (osst). A total of 36 glaucoma surgeries were performed in 31 eyes with prior osst with glaucoma surgeries comprising of 19 baerveldt glaucoma implants (johnson & johnson vision), 8 g-probe cpc (iridex), 7 ahmed fp7 glaucoma valves (new world medical), and 2 micropulse cpc (iridex). In eyes implanted with baerveldt glaucoma implants, 4 eyes had surface failures (defined as recurrence of corneal conjunctivalization) and 8 had glaucoma failures (defined as the need for additional glaucoma surgery, including repeat treatment or revision). In the gdd group, all surface failures originated in the location of the tube. The glaucoma failures in the gdd group included 8 with tube erosion and 2 with hypotony; however, it is not clear if these complications occurred in eyes with the baerveldt or the ahmed fp7 glaucoma valves. It was reported that the repairs for gdd failures resulted in 3 surface failures and additional glaucoma surgery was needed for 38% of gdds.